Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that a patient underwent a left hip revision approximately seven years post implantation due to pain, metal related pathology (altr) including elevated metal ion levels, muscle/soft tissue damage and an implant fracture. The head and liner were exchanged without further complications. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2022-00229, 0001822565-2023-01867. D10: cat #: 00801803214, femoral head +7x32mm dia ns, lot #: 61561876; cat #: 00771101020, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 extended offset, lot #: 61915142. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.